Manufacturer narrative:
A complete lead was returned for evaluation in one piece. Following cleaning of the lead and by applying torque to the connector pin the helix could be extended and retracted. The full helix extension length measured within product specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not reveal any anomalies. The complaints of poor sensing and no capture were not confirmed.

Event description:
The sensing was low on the right ventricular (rv) lead due to a suspected lead dislodgement. During a device upgrade procedure, the lead was explanted and replaced and the patient was stable.